Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting. Reference MFR number - 1221359-2022-03260.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay performed on two dates. This MFR. Report is for test two (2) of two (2) the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Repeat testing was performed previously on (B)(6) 2022 and generated a negative result. The customer was a long term hospitalized patient so the customer doubted the patient could be covid-19 positive. No additional patient information, including treatment and outcome, was provided.